Manufacturer narrative:
Correction: please note conclusion code no longer applies to this report.

Event description:
It was reported the patient experienced a loss of stimulation with pain and no effective therapy. Impedance testing was performed and found high impedances. Radiography was also performed; however the results were not reported. The patient¿s extension was replaced as a result of the event. During the replacement procedure it was noted the ¿extension seemed to be broken 10 cm from the connection¿ with the lead. Impedance testing was performed on the patient¿s lead and implantable neurostimulator (ins) after the extension was replaced and the issue was reportedly resolved. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of extension model 748951 sn: (B)(4) found all conductors were broken. Conductors #0-3 were broken 8.2, 9.0, 9.3, and 9.0 centimeters from the distal end, respectively. Open circuits were observed on circuits #0, 1, and 3. Circuit #2 was intermittent.

Manufacturer narrative:
Concomitant product: product ID 748951, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.